Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the air-in-line alarm went off when the as lvp 20d 1.2m tubing was in use, and when tapping the pump, the tubing disconnected from it and the safety clamp. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "per the customer, alaris pump yelling ¿air-in-line¿ nurse went to tap the pump segment; tubing disconnected between pump segment and safety clamp."

Event description:
It was reported that the air-in-line alarm went off when the as lvp 20d 1.2m tubing was in use, and when tapping the pump, the tubing disconnected from it and the safety clamp. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "per the customer, alaris pump yelling ¿air-in-line¿ nurse went to tap the pump segment; tubing disconnected between pump segment and safety clamp."

Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no. D.10. Returned to manufacturer on: na. H.6. Investigation: no product or photo was returned by the customer. The customer complaint of tubing disconnected between pump segment and safety clamp could not be verified due to the product not being returned for failure investigation. A device history record review for model 2202-0007 lot number 20105847 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation other component - no leak with lot #20105847 regarding item #2202-0007.